Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A2, a4, a5: patient age at time of event, weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for (band aid brand plastic 25ct ap 9300607171464, 9300607171464apa, 9300607171464apa). Device is not distributed in the united states, but is similar to device marketed in the USA (bab plastic assorted 20s USA 381371042265, 8137104226usa, 8137104226usa). D4: UDI#: (B)(4). Upc: 9300607171464. Lot number: ni. Expiration date: ni. D10: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: health effect clinical code: e1714 also refers to quot red marks, rash" e1720 also refers to quot irritation all described as reaction quot; e2402 refers to consumer "intentional misuse/off-label use quot; of the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported she works in childcare and recently used a band aid brand plastic to cover a mosquito bite on her skin. She removed the band-aid the same afternoon after work only to notice a red mark which she assumed was a reaction. It was reported that, the symptoms improved after the patient stopped using the product. The rash was severe the next day and was extremely raised, painful and irritated. She went to a dermatologist. She was prescribed with unknown steroid cream for the treatment.